Manufacturer narrative:
Manufacturing review: the lot number was not provided. Therefore, a device history records review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Journal article citation: zhu, x., tam, m. D., bartholomew, j., newman, j. S., sands, m. J., & wang, w. (2011). Retrievability and device-related complications of the g2 filter: a retrospective study of 139 filter retrievals. Journal of vascular and interventional radiology, 22(6), 806¿812. Doi: 10.1016/j.jvir.2011.01.430

Event description:
It was reported in an article in the journal of vascular and interventional radiology (jvir) titled " retrievability and device-related complications of the g2 filter: a retrospective study of 139 filter retrievals " computed tomography (CT) pulmonary angiography confirmed that pulmonary embolism (pe) was identified in one patient 6 days after filter placement; filter could not remove due to thrombus burden above the filter and in another patient 14 days after placement, which required removal and replacement of the filter. The status of the patient was not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: zhu, x., tam, m. D., bartholomew, j., newman, j. S., sands, m. J., & wang, w. (2011). Retrievability and device-related complications of the g2 filter: a retrospective study of 139 filter retrievals. Journal of vascular and interventional radiology, 22(6), 806¿812. Doi: 10.1016/j.jvir.2011.01.430.

Event description:
It was reported in an article in the journal of vascular and interventional radiology (jvir) titled " retrievability and device-related complications of the g2 filter: a retrospective study of 139 filter retrievals " computed tomography (CT) pulmonary angiography confirmed that pulmonary embolism (pe) was identified in one patient 6 days after filter placement; filter could not remove due to thrombus burden and in another patient 14 days after placement, which required removal and replacement of the filter. The status of the patient was not provided.